Event description:
It was reported through remote transmission, post-paced t wave oversensing was observed on stored egm. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
(B)(4).